Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing severe hyperglycemia with blood glucose levels ranging from 90-440 mg/dl; went to the ER. Caller was admitted to the hospital; treatment received was not provided. Caller states medical team alleges pump is not working correctly. Requested return of the alleged device for evaluation.